Manufacturer narrative:
(B)(40. The hospital sent the ventilator to the distributor. Carefusion has contacted the distributor to request information on the disposition of the device.

Event description:
The customer reported that when the ventilator was disconnected from the pt and put in a trachvent it did not audibly or visually alarm. The customer reported that there was no pt harm and that no medical intervention was required.